Event description:
Knee effusion; knee pain; knee swelling. Info was received in 2003 from a pheumatologist via a radiologic technologist, registered (rtr), regarding a pt, with a history of osteoarthritis (oa) and gout. The pt received their first series of three synvisc injections to the left knee (dates and outcome unk). The pt received a second series of three synvisc injections to the left knee in 2003. In 2003, the pt's physician aspirated 45 cc of synovial fluid from the left knee. The rtr reported that the pt received the third synvisc injection without aspiration of synovial fluid, and did not return for follow-up. Additional information was received in 2003 from the pt's rheumatologist, who reported that the pt has a history of severe oa in the left knee with a history of prior effusions. The pt has been treated for their oa with nsaids, steroids, and bextra 10 mg (po) daily, but has not received prior viscosupplementation treatment. The pt has been treated for their gout with allopurinol 300 mg (po) daily and colchicine 0.6 mg (po) daily and in addition, the pt takes "clonochine hcl" 0.2 mg three times a day (indication unk). The rheumatologist reported that prior to the first synvisc injection he aspirated 40 cc of synovial fluid from the pt's knee. Following the first injection, the pt experienced knee pain and swelling. In 2003, the rheumatologist aspirated 85 cc of synovial fluid from the pt's knee and set the fluid for analysis (results not provided). Following the second injection, the rheumatologist aspirated 25 cc of synovial fluid from the pt's knee and following the injection, the pt continued to experience knee pain and swelling, and an effusion. In 2003, the pt's swelling was treated by aspriating 65 cc of synovial fluid and with the administration of a celestone injection to the knee. At the time of this report, the pt's outcome is unk.